Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations were in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data sn (B)(6) added upon investigation of this incident, it was determined that the stations were not communicating. A technical support specialist (tss) contacted the customer and informed them that active windows server update services (wsus) patching was in progress. The customer acknowledged the update, granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations were in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.